Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level over 500 mg/dl and vomiting resulting in an emergency room visit and a subsequent hospitalization. Correction boluses were delivered to address bg prior to the hospitalization. Customer was treated with intravenously delivered fluids, antibiotics for pneumonia and manual injections in the hospital. Cause of hospitalization was not known; suspected cause of elevated bg was due to pancreatitis and pneumonia. Customer was released from the hospital around (B)(6) 2018 with no permanent damage.